Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the pump powered up with no display and with good audio and vibrator. Testing of the keypad and bolus buttons were prohibited due to the blank display. The pump was opened and removed from the case. The display was observed to be cracked in multiple places. The cracked display was replaced with a test display and functioned normally. The bolus button was observed to be missing. Corrosion in bolus button contact was observed. A leak test failed due to the missing bolus button. No moisture or corrosion in the remainder of the pump was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that pump first had lines go thru the screen then the screen went completely black. The issue remained after battery changes and a new battery cap. The reporter denied trauma or damage to the pump or battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.